Event description:
It was reported to philips that the ac power module plug has been pulled out of the unit. The customer did not explain how it was pulled out. There was no reported patient involvement.